Event description:
Pt reported she cannot open the battery cover. Pt stated she thinks the battery was leaking out and the infusion device delivery is too low. Pt reported experiencing elevated blood glucose levels since (B)(6) 2011. Pt stated she took correction via the infusion device and an injection; both subcutaneously and IV. Pt reported her highest blood glucose level was 312 mg/dl on (B)(6) 2011 in the morning. Pt stated she did not experience ketones. Pt reported after switching to a different infusion device using the same basal rates, her blood glucose level is okay. Pt's normal blood glucose level was not provided. No further info is available. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.